Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and an intermittent solid tone was noted as well as hissing sound during activation. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, the hand piece no longer meets the specifications for continuity. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were not during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the handpiece was not providing any output. The customer used another generator and the problem still occurred. The staff used electrocautery for the procedure. There was no pt consequence.